Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged.the following information was received by the initial reporter with the following vebratim. It was reported by customer that the nurse went to check IV lines and pumps. Tpn line required more tpn in buretrol thus nurse opened clamp and allowed tpn to fill buretrol. Nurse then heard funny noise and realized that the bruetrol had a crack. Nurse did not squeeze the buretrol in fact was not even touching the buretrol. New tpn tubing was hung.

Manufacturer narrative:
The customer reported the buretrol was cracked, and returned one used sample of material 10015012, lot unknown. Upon initial visual examination, the set verified the complaint of component damage. The buretrol was cracked and open along almost the whole length of the burette. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.